Event description:
It was reported that, "during the case, the scrub tried to turn the dial on the spacer block and it wouldn't move."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.